Manufacturer narrative:
The post market surveillance department has requested medical records. The device was not returned to the manufacturer for analysis. A supplemental medwatch report will be submitted upon completion of the plant's investigation.

Event description:
During a follow-up call, the peritoneal dialysis (pd) patient's clinic registered nurse (rn) reported the patient was in the hospital for congestive heart failure. The pdrn reported that the patient had been hospitalized from (B)(6) 2015 due to exacerbation of congestive heart failure, with chief complaints of chest pains and shortness of breath. Per pdrn, the patient had continued peritoneal dialysis therapy while hospitalized, thus no treatments were missed. The nurse indicated as of (B)(6) 2015, the patient's signs and symptoms related to congestive heart failure resolved, and the patient continued continuous cycler-assisted peritoneal dialysis (ccpd) therapy without issue. Medical records were requested.

Manufacturer narrative:
The device was not returned to the manufacturer for physical evaluation and the failure mode cannot be confirmed. However, an investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. All device history records (DHR) are reviewed and released according to the DHR review checklist and release procedure. A device is not released if it does not meet requirements or is nonconforming. In addition, the device record review confirmed the labeling, material, and process controls were within specification.

Manufacturer narrative:
Medical records were reviewed by post market surveillance staff. Based on the 21 pages of medical records info it appears that on (B)(6) 2015, the pt presented to the hospital with shortness of breath and chest pain. Pt attributed her chest pain and shortness of breath to her "peritoneal dialysis machine malfunction and therefore lack of ultrafiltration." Pt's hemodialysis machine was exchanged for a new one. Pt ws admitted and received peritoneal dialysis with aggressive fluid overload. Pt also underwent a thoracentesis with a 900cc fluid removal. Pt's acute discharge diagnoses were pleural effusion, anemia of renal disease, acute on chronic systolic and diastolic heart failure, nutrition disorder, pleural effusion on right, hypoalbuminemia, myopathy due to congestive heart failure. Pt was discharged with new peritoneal dialysis orders. Medical records reveal pt's questionable non-adherence to peritoneal dialysis prescription. Pt has a diagnosis for non-compliance with medication regimen and dialysis regimen. There is no documentation in the medical record that reveals the pt had performed manual peritoneal dialysis when the cycler was not working. Peritoneal dialysis flow records show pt did not miss any peritoneal dialysis treatments one week prior to hospitalization. There is no documentation in the medical record that shows iipv. Medical records do not clearly indicate pt's hospitalization was a result of the liberty cycler and no conclusion can be made that shows a causal relationship between the liberty cycler and the pt's pleural effusion.

Event description:
Medical records were provided by the pt's dialysis center. Pt was a (B)(6) female who presented to the ER with complaints of shortness of breath and chest pain. Pt stated the symptoms began the week prior and became worse. Pt was admitted with pleural effusion and treated with peritoneal dialysis with aggressive fluid removal and a thoracentesis. Pt's edema resolved and her shortness of breath improved. Pt was discharged home 10 days later.